Event description:
The customer reported that during a nephrectomy, only the surface of the pt's tissue appeared sealed correctly even though an end tone, indicating a completed seal cycle, was heard. No tissue damage. No pt bleeding. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Date of f/u report: 08/05/2014. The incident device was returned, evaluated and found to function within spec. The device was tested for activation and sealing function on simulated tissue with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer's report.